Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device was not in the original packaging, decontaminated scratched present on the display lens, and the downstream occlusion seal was damaged. The device's event history log found no evidence of the reported problem. Functional testing was conducted. Upon testing, it was revealed that the reported problem was duplicated. The root cause was unable to be determined, but the most probable cause is an inoperable latch lock sensor. To address the issue the latch lock sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device does not recognize cassette. Patient involvement is unknown.